Event description:
On (B)(6) 2012, the patient contacted animas for assistance in changing the cartridge and while on the phone with customer technical support (cts) he experienced a low blood glucose (bg) and was taken to the ER. The patient seemed to experience cognitive impairment while on the phone with cts, and cts contacted emts who transported the patient to the ER. No bg data could be provided. The patient was unsure if he was given glucagon or not. The patient did recall that he was given food to bring his bg up. The patient was reportedly discharged on insulin injections the same day of the reported incident. Troubleshooting indicated that all pump settings and histories were correct. There was no indication of a pump malfunction. The patient denied any changes in activity. A review of the prime history indicated that on (B)(6) 2012 at 3:40 pm, the patient had primed 85 units. The reported hypoglycemic incident allegedly occurred shortly after this prime. The patient stated that he was disconnected from the skin site during this prime, but the patient is a poor historian and thinks he may have been connected when he removed the old cartridge prior to the cartridge change. The patient had experienced a separately reported low bg incident the previous day, (B)(6) 2012, and has not contacted his hcp about either incident. Cts advised the patient that he needs to contact his hcp to discuss the possible need for settings adjustments, as troubleshooting did not indicate any pump malfunction. This complaint is being reported because the patient reportedly experienced severe hypoglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.